Event description:
Per customer, the patient stated his last foley clogged up, he had to go to the hospital to have it changed out. Per customer, the patient has used this product before.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes.